Manufacturer narrative:
There is no indication of any system or component failure or malfunction. The procedure performed on (B)(6) 2024 was due to patient noncompliance with wound care and subsequent exposure of and possible compromise to implanted components.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2024 a surgical revision was performed due to migration of implanted components. During the revision the entire system was replaced. See MDR 3015425075-2024-00160. During a post-op appointment on (B)(6) 2024 the medical staff report that the patient was doing well and the incisions were healing as expected. After the post-op visit the patient fell and then scratched or picked at the incision site, causing one of the sites to dehisce and expose the implanted lead. The patient then pulled at the lead, causing it to protrude. On 06/04/2024 a surgical procedure was performed to remove the exposed system and place a new system.